Event description:
The customer reported that the device had a (B)(6) instruction label set on the bezel of the defibrillator. The device had been localized for (B)(6).

Manufacturer narrative:
(B)(4). The customer reported that the device had a (B)(6) instruction label set on the bezel of the defibrillator. The device had been localized for (B)(6). The device was evaluated by a philips field service engineer, and the issue was confirmed. The label set was replaced to resolve the reported problem. The device passed all testing and was returned to the customer for use. We are considering this a labeling malfunction.